Manufacturer narrative:
The reported incident that cannulated compression screw was alleged of issue s-21 (devise stripped / twisted) could be confirmed, instead of the alleged issue s-11 (breakage during surgery) as the twinfix merely got stripped during the extraction attempt. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by too much mechanical force during the extraction attempt as the surgeon determined to screw was too long. Investigation summary: one cannulated compression screw 3,2x18mm damaged during surgery (the upper pull screw is detached) was returned in order to determine the root cause of the failure. The cannulated compression screw is composed of three components: the upper pull screw, the lower pull screw and the snap ring. The screw was examined regarding its dimensions, chemical composition (edx analysis) as well as by light and scanning electron microscopy. The dimensions are in accordance with the specification. Each chemical composition (upper part, lower part and snap ring) conforms to the specification - tial6v4 (ti grade 5). The light microscopic investigation revealed that the titanium snap ring and the notch of the upper pull screw were heavily damaged and deformed because of too high torsional forces and thereby resulting high traction forces. As a result the blocking function was no longer fulfilled and the upper pull screw was loosened from the lower pull screw. Each hexagon of the compression screw (upper part and lower part) was strongly damaged due to the high torsional forces. Indications for material or manufacturing related problems were not found in this investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material or design related problems were found during the investigation.

Event description:
When surgeon attempted to implant a twinfix screw it was determined to be too long and upon attempted extraction, the head of the screw broke off during the process. The broken screw was fully removed after (20 minutes). Surgeon then proceeded to use a new screw without any further delay or complications. Procedure was an orif of the scaphoid.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When surgeon attempted to implant a twinfix screw it was determined to be too long and upon attempted extraction, the head of the screw broke off during the process. The broken screw was fully removed after (20 minutes). Surgeon then proceeded to use a new screw without any further delay or complications. Procedure was an orif of the scaphoid.